Manufacturer narrative:
Concomitant medical products- model: 5076-52, lead; implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a live call notification was completed to the patients clinic after receiving an alert notification. The clinic was notified that the patient's right ventricular (rv) lead had triggered an alert for superior vena cava (svc) defibrillation impedance out-of-range when the impedance level exceeded the programmed upper alert level. The lead remains in use. No patient complications have been reported as a result of this event.